Event description:
The pt was implanted with bi-ventricular assist devices (bivad). The vad coordinator reported that the pt was having indications of hemolysis by showing elevated lactate dehydrogenase (ldh). The pt has a history of thrombocytopenia. The pt is also reportedly bleeding around the cannula(s) site. The staff at the hospital is currently monitoring the pt's lab values.

Manufacturer narrative:
The pt remains ongoing and continues on bi-ventricular support reference MFR# 0002916596-2012-01142 for bivad rvad. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.